Manufacturer narrative:
The customer¿s reported problem was confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/26/2012 to the present date 9/24/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that error 13-1033-149 occurred. There was no reported patient involvement.